Event description:
It was reported that the balloon did not inflate, and the balloon could not maintain inflation. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Inflation lumen leakage observed through a slit on the catheter body, 0.04" in length, at the 12cm area (distal of the thermal filament). No visible damage to balloon latex. CAPA was closed - slit condition related to balloon inflation. Corrective and preventive actions were implemented in two different ways, extrusion and middle forming. Extrusion improvements include increasing extrusion sample size, for wall thickness and outside diameter, implement mold management at extrusion area, develop extrusion fmea, and establish process control at extrusion area. Middle forming improvements include developing middle forming fmes, determine optimum middle forming parameters, implement process control at middle forming operations, determine best middle forming tube orientation to reduce party line, implement and inspection system for middle forming dies and mandrels, implement middle forming mandrel positions and implement a first article inspection for middle forming dies at incoming inspections area.